Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for balloon rupture. It should be noted that the coronary dilatation catheter trek rx, global instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, heavily tortuous, 70% stenosed left anterior descending artery. The 2.5 x 20 mm trek balloon was prepared inside the patient. No resistance was felt during advancement of the balloon catheter to the lesion. Predilatation was being performed with the trek balloon when the balloon ruptured at 14 atmospheres on the first inflation. A new 2.5 x 20 mm trek was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.